Event description:
A customer contacted beckman coulter inc. (Bci) stating that a puddle had formed under the unicel dxc 800 pro synchron chemistry analyzer. The puddle evaporated rapidly and left no residue. Customer stated the tubing and fitting for the no foam cap was loose. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and found the 10psi line connected to fitting on no foam cap was loose and secured tubing on fitting. Fse did not see further evidence of leaking through the day shift. No loose or cracked fittings were found in the hydro drawer.